Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that "a member of staff tripped on transducer cables at night time injuring himself. The device has been alleged or indicated to have caused an injury; therefore, the device may have been a factor in the event " the device was in used for patient monitoring at the time of the alleged malfunction. An adverse event was reported.

Event description:
The customer reported that "a member of staff tripped on transducer cables at night time injuring himself. The device has been alleged or indicated to have caused an injury; therefore, the device may have been a factor in the event " the device was in used for patient monitoring at the time of the alleged malfunction. An adverse event was reported.

Manufacturer narrative:
The assigned project manager, the safety risk assessment owner, and the contributors have made a good faith effort to identify potential hazards, to estimate and to mitigate the risks. Identified risk control measures have been implemented, verified, and finally evaluated. Identified risk has been found to be reduced to an acceptable level. The enhancement request was evaluated by philips product support engineers (pse) and it was concluded that the options to the enhancement request already exist. According to the safety risk assessment (sra) this risk level is acceptable without any further mitigation. No problem was found. The reported issue is observable by staff and does not represent a malfunction of the device. There is no indication that this issue could be difficult to detect. . Several attempts were made by the remote support to gather additional information (serial number of the device involved in the reported event) but none were provided.